Event description:
It was reported that during the implant procedure, an attempt to plug the svc port was difficult. The epoxy was not clear for about 3-4 mm at the last part of the receptacle. The plug was finally inserted. Dft testing showed no anomalies as this port was not being used. The implant was completed and the pediatric patient was discharged in good condition.